Manufacturer narrative:
Customer returned pump for an alleged critical pump error (open book image) alarm and visit to emergency room for high bgs found on (B)(6) 2024. On (B)(4) - customer returned pump for an alleged pump error 53 alarm found on (B)(6) 2024. On (B)(4)- customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm found on (B)(6) 2024. On (B)(6)- customer returned pump for an alleged high bgs found on (B)(6) 2024. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. In further full review of the pump history/traces on the (primary) event date of 26-oct-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the (primary) event date 26-oct-2024 listed on smartsolve due to insufficient data in the trace/history files. Critical pump error (open book image) alarm triggered by three consecutive pump error 3 alarms (line number (B)(4) file number (B)(4)) on (B)(6) 2024 09:02:32.000 and (twice) on (B)(6) 2024 09:04:30.000 according in the error log file/detailed trace file. As per global logic analysis (esf# (B)(4)), pump error 3 alarms (line number (B)(4), file number (B)(4)), suspected on hw. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date 26-oct-2024 in the formatted history file. Sensorexpiredalert (794) was found on: (B)(6) 2024, 16:45:23.000 (B)(6) 2024, 16:55:00.000 lostsensor1alert (780) was found on: (B)(6) 2024, 17:16:00.000, (B)(6) 2024, 17:26:00.000 (B)(6) 2024, 02:19:00.000, (B)(6) 2024, 02:29:00.000 (B)(6) 2024, 04:14:00.000, (B)(6) 2024, 04:24:00.000 unbale to test for sensor expired alert and lost sensor alert due to critical pump error (open book image) alarm. Sensor expired alert and lost sensor alert were unknown. No delivery alarm/insulin flow blocked alarm was found on: (B)(6) 2024, 18:16:44.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024, 18:50:24.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024, 20:08:24.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024, 21:40:22.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024, 21:50:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024, 21:55:22.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024, 22:05:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024, 22:20:23.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024, 22:30:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024, 01:27:34.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024, 01:40:22.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024, 01:50:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024, 03:50:25.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024, 04:00:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. Unable to test for no delivery alarm/insulin flow blocked alarm due to critical pump error (open book image) alarm. No delivery alarm/insulin flow blocked alarm was unknown. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 20-sep-2024 in the formatted history file. Insert battery alarm was found on: (B)(6) 2024, 10:35:52.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2024, 10:35:14.000; (B)(6) 2024, 10:35:37.000; (B)(6) 2024, 10:35:51.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 5:05:00 am. There was no power data available for the event date of 20-sep-2024. Unable to check power data for failed battery alert/battery failed alarm. Unable to test for failed battery alert/battery failed alarm due to critical pump error (open book image) alarm. Failed battery alert/battery failed alarm was unknown. Pump error 53 alarm (file number: (B)(4) line number: (B)(4)) was found on: (B)(6) 2024, 10:35:48.000¿ (B)(6) 2024, 10:36:17.000. Per r&d engineer, pump error 53 (file number: (B)(4) line number: (B)(4)) was triggered in the usm_getmotorbinaryversion() function since motor binary version was not received from the motor mcu - suspecting ipc issue (hw). Please see below for the date range listed in the formatted history file. The formatted history file lists data from 08/31/2024 to 10/26/2024. There was no data available to verify no delivery alarm/insulin flow blocked alarm for the event date of 24-jul-2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event date of 20-jul-2024. There was no data available to verify pump error(s)/alarm(s) noted 2 days prior to the event dates of 20-jul-2024 and 24-jul-2024 in the formatted history file. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. Corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.67 mv). The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to verify customer alleged for high bgs. Unable to verify no delivery alarm/insulin flow blocked alarm, perform the required testing, upload pump to carelink due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 3 alarms. Critical pump error (open book image) alarm and pump error 3 alarm due to corrosion on the pcba 1 and pcba 2. Also, pump error 53 alarm (file number: (B)(4), line number: (B)(4)) was confirmed according in the formatted history file due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported blood glucose value of 256 mg/dl. The customer reported hyperglycemia, malaise treated with ems/ambulance/ER visit. The event involved product(s) mmt-1884l, unomedical, mmt-332a. Troubleshooting was partially performed. It was unknown whether the insulin pump was utilized within 48 hours of the event ,it was unknown whether the automode feature was active or not. No further patient complications were reported. The customer will discontinue the use of the insulin pump. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-332a.